Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the severely tortuous and noncalcified vein of a shunt. The lesion was predilated with the 4.0mm x 40/40 sterling over-the-wire balloon catheter inflated to 14 atms. Upon the second inflation at 14 atms, the balloon ruptured. The balloon was removed intact. Procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.